Manufacturer narrative:
The complaint could not be verified, nor a root cause for this event could determined with confidence, since the device was not made available for evaluation. Factors unrelated to the manufacture or design of the device which could have contributed to the event alleging "sparks" and "burn" include: 1) use of power level set point above the recommended level 2) contact or proximity of the active electrode or return shaft with another conductive instrument which can transfer energy to unintended tissue and may generate sparks 3) improper technique or positioning of the electrode during activation IFU provides sufficient warnings and precautions and includes recommendations of how to avoid and prevent patient burns.

Event description:
It was reported that during a tonsillectomy procedure using a evac 70 xtra icw wand, the wand allegedly sparked during use causing a burn to the patient's palette. No additional details were provided regarding the severity of the burn or any treatment administered. There have been no patient complications reported as a result of this event.